Event description:
During an ablation procedure, communication issues with the amplifier resulted in a procedural delay. There was a communication issue which resulted in the catheters appearing distorted and stretched flat. Troubleshooting included exchanging the surfacelink, the patches, reference patch, catheters, starting a new study, restarting the display workstation and amplifier, changing outlets and cables, and ensuring that patient data criteria was entered correctly. The issue was not resolved. The procedure was completed by exchanging the amplifier. The patient is stable.